Event description:
It was reported that the pump was not exposed to extreme temperatures, but intermittent temperature alarms occurred. Reportedly the customer reverted to manual injections for insulin therapy. Customer¿s blood glucose level wranged from 124-125 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.